Event description:
Genicon bag used for laparoscopic cholecystectomy. Specimen filled approximately 60% of bag. Bag burst at its tip during retrieval, spilling contents and a piece of the bag itself into the abdominal cavity. All items were retrieved with much effort and time. No harm to patient.